Manufacturer narrative:
Additional manufacturing narrative: other, additional manufacturing narrative (if other): the returned device was evaluated. During evaluation the unit was able to power on, however, screen lines were observed on the lcd. It was determined that the lcd display is faulty, resulting in anomalous lines across the display. The lcd screen was replaced and the unit functioned as designed. (B)(6).

Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted. (B)(6).

Event description:
It was reported that radical-7 has display failure. No known impact or consequence to patient.